Manufacturer narrative:
Patient had an allergic reaction to bracket, patient face was swollen and red, was also vomiting over a few days, until brackets were removed from patient on (B)(6) 2022. Orthodontist prescripted benadryl. The patient has fully recovered.

Event description:
Patient had an allergic reaction to bracket, patient face was swollen and red, was also vomiting over a few days, until brackets were removed from patient on (B)(6) 2022. Orthodontist prescripted benadryl. The patient was fully recovered.